Event description:
The patient told the animas clinical manager on (B)(6) that the pump rebooted without user intervention. The patient reportedly replaced the battery cap two times and the pump continues to reboot. The battery cap appeared to have no damage. It is uncertain whether the patient tightens the battery cap completely. The patient's blood glucose has reportedly been erratic for a couple of months. She says her readings are 330 mg/dl or less and did not mention any signs or symptoms of hyperglycemia. She says when giving insulin by syringe injection her blood glucose levels come down to normal. This complaint is being reported because the pump allegedly rebooted without user intervention. There was no evidence of a serious injury.

Manufacturer narrative:
Follow up information indicated that the battery cap threads were stripped and that the yellow o-ring was visible on multiple occasions. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump was returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated that rebooting had occurred. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, a review of the daily insulin delivery totals revealed that the history was inconsistent due to time and date resets. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.